Manufacturer narrative:
Analysis revealed the insulin pump passed the functional test, including the seat, rewind, basic occlusion test, occlusion test and prime test.

Event description:
Customer reported she was currently hospitalized for back surgery and was receiving low blood glucose for the past five days and diagnosed with hypoglycemia. Troubleshooting performed and revealed that the last bolus was over a week ago.